Event description:
Patient has presented with pain symptoms in hip which the surgeon has attributed to metallosis caused by the head spinning on the v40 trunnion. Revision of mitch cup with exeter stem required.

Manufacturer narrative:
The catalog number and lot code of the reported exeter stem were not provided. The other devices listed in this report are both manufactured by depuy: cat # mac-9988-4854, lot # fm062809, description: std mitch trh cp sz 48/54; cat # mmh-9988-0048, lot # fm060526, description: mitch trh md hd sz 48+0; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The exeter stem was not returned for evaluation. Should additional information be provided, it will be submitted upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding corrosion involving a exeter v40 stem 37.5mm no 1 was reported. The event was confirmed. Device evaluation and results: material analysis concluded that fretting damages and pitting corrosion were observed on the trunnion of the exeter stem. Debris included corrosion products originating from both the base material of the stem and from a femoral head, likely made from a cocr alloy. No material or manufacturing defects were observed on the device features evaluated. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the same lot number. Conclusions: the exact cause of the event could not be determined because not enough information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient has presented with pain symptoms in hip which the surgeon has attributed to metallosis caused by the head spinning on the v40 trunnion. Revision of mitch cup with exeter stem required.